Event description:
It was reported before use of the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use foreign matter was found with the product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided and, bd has determined that the indicated failure mode has been attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported before use of the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use foreign matter was found with the product."